Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. This emdr represents the bard device #1. An additional emdr was submitted to represent the bard device #2. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2009: the patient underwent surgery for repair of a combined indirect and direct right inguinal hernia. Two bard/davol perfix mesh products were implanted to repair the hernia defect, reference number 0112750 and lot number 43gqd043 (device #1) and reference number 0112760 and lot number husi2041 (device #2). On (B)(6) 2010: the patient underwent a revision surgery to repair the hernia defect and remove the perfix devices due to severe pain, fibrotic reaction and nerve issues caused by the products' alleged failure. As alleged, the patient was severely and permanently injured and has suffered and will continue to suffer physical pain due to the alleged defective perfix.

Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct manufacturing date: based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 9 months post implant of perfix plug patient was diagnosed with abdominal pain, adhesions, nerve damage and fibrosis thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device list adhesions as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. This supplemental emdr represents the perfix plug (device #1). Additional supplemental emdr was submitted to represent the perfix plug (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2009: the patient underwent surgery for repair of a combined indirect and direct right inguinal hernia. Two bard/davol perfix mesh products were implanted to repair the hernia defect, reference number (B)(4) and lot number 43gqd043 (device #1) and reference number (B)(4) and lot number husi2041 (device #2). (B)(6) 2010: the patient underwent a revision surgery to repair the hernia defect and remove the perfix devices due to severe pain, fibrotic reaction and nerve issues caused by the products' alleged failure. As alleged, the patient was severely and permanently injured and has suffered and will continue to suffer physical pain due to the alleged defective perfix. Addendum per additional information provided: (B)(6) 2009 - patient was diagnosed with combined indirect & direct right inguinal hernia thereby underwent open repair with the implant of two perfix plugs (device #1 & device #2). Per operative notes, ¿ilioinguinal nerve was identified and retracted out of surgical field. Patient was found to have a very small indirect right inguinal hernia and a moderately sized direct inguinal hernia. The indirect hernia was repaired with a small mesh perfix plug (device #1) and secured in place. The direct hernia was repaired with a medium size perfix plug (device #2) and secured in place. Onlay patch was placed in the usual fashion. Ilioinguinal nerve was returned to its normal position.¿ (B)(6) 2009 to (B)(6) 2009 - patient had chronic right groin pain during the follow-up visits. (B)(6) 2010 - patient was diagnosed with chronic right groin pain and fibrotic reaction with nerves adherent to mesh thereby underwent open repair with excision of perfix plugs (device #1 & device #2). Per operative notes, ¿there was a mesh onlay that was eventually removed. Identified the ilionguinal nerve running above it, going down underneath this mesh where it was involved with a lot of scarring and the genital nerve running along the cord structures were also resected. Opened the floor to get the mesh plugs (device #2 and #1) in the direct space and indirect space out. This left with large defect. No evidence of any recurrent hernia. Then reconstructed the floor with a light weight polypropylene mesh.¿ attorney alleges that the patient had adhesions, nerve damage, pain, hernia recurrence and emotional injuries.